Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12085. It was reported that the patient presented in clinic for a follow-up. Device interrogation of the pacemaker revealed possible rapid battery depletion and a slight increase threshold was also noted on right atrial lead. (B)(6) 2019 interrogation showed greater than 5yrs and recent check showed approximately 8 months to eri. Battery curve was reviewed, and no product performance issue observed. The lead functioning appropriately. No intervention was performed, and the device will continue to be monitored. The patient was in stable condition.